Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to recurring incontinence. The cuff had a whole and there was no fluid in the entire system. A patient outcome was not reported.